Event description:
Home pt (hp) reports connecting new bag to already spiked line of the homechoice set after noting hp had initially connected the wrong percent dextrose bag to line. Baxter tech instructed hp to end treatment and to reset up with new supplies. Hp refused and continued, as hp did not have enough supplies to restart treatment. Hp reports hp notified rn, and did receive an emergency shipment the following day. No pt injury or medical intervention required per hp.